Manufacturer narrative:
(B)(4). There was no reported device malfunction. Diabetes mellitus is a known cause of hypoglycemia and death. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother reported via email to their dexcom territory manager on (B)(6) 2015, that the patient passed away on (B)(6) 2015. Reportedly, the patient passed away from a hypoglycemia and was wearing her continuous glucose monitoring system. The patient's mother stated that patient usually contacts her on a daily basis between 12:00 - 1:00 pm. She had not heard from patient by the usual time on (B)(6) 2015; therefore, she was worried and drove to her daughter's home. Upon entering the house she discovered her daughter had passed away. She called 911, and when the paramedics arrived they did not attempt cardiopulmonary resuscitation as they confirmed that the patient had expired. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.